Manufacturer narrative:
Overall investigation summary: a guerbet applications specialist reported an extravasation event of an unknown amount on optivantage 849002 serial number: (B)(6). The customer was conducting a cta injection of 4ml/ sec in right ac region. The CT scanner was triggered by bolus as expected, but the images showed insufficient contrast enhancement. The doctor who was called in to examine the patient applied a pressure dressing and then started a second IV in the patient's left wrist region and completed the procedure without further incident. The patient was released with post extravasation instruction sheet per customer's standard procedure. As of 10/31/23, no patient side effects were reported. The customer did not request guerbet service to check out the injector involved with this extravasation and the injector remained in customer use. A review of guerbet's complaint tracking system shows no similar issue reported on this unit. Extravasations or infiltrations are known possible adverse effects of intravenous injections. Extravasations are generally user related in nature. While the injector does not have the capability to prevent or detect an extravasation (infiltration); however, precautions to minimize an extravasation are provided in the operator's manual sec. 4.1.1 risks/hazards associated with the device and potential side effects/harms to the patients. Impact assessment summary: patient experienced extravasation, had a pressure dressing applied to the site. Imdrf codes:b01; c20; d14. Root / probable cause code: unknown. Root / probable cause summary: refer to investigation summary. As service found nothing wrong with the device during investigation, no corrective action was possible. Although no additional CAPA is required at this time, guerbet quality will continue to monitor and trend for similar issues. These trends and issues are reported on during quality metrics review and during the management review meetings to consider input for additional corrective action. Disposition summary: unit remained in service.

Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2023. Guerbet employee onsite at reporting facility reported a cta injection of 4ml/ sec in right ac region. CT scanner was triggered by bolus as expected. Images showed insufficient contrast enhancement. Extravasation was suspected of unknown amount. Doctor called in to examine. ( he was in console room). It appears to have a pressure dressing applied. Doctor started second IV in left wrist region. Second injection was great. Exam completed. Patient released with post extravasation instruction sheet as is the routine in USA healthcare.